Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. The available black box data showed no evidence of an intermittent power event. The battery cap was not returned with the pump. A test battery cap was used and unable to properly tighten to the pump. During testing, the pump experienced intermittent power with normal audible tone/vibration. The battery compartment was found to be cracked in the thread area and below the grip pad. The threads of the battery compartment were found to be damaged. There was no evidence of moisture contamination inside the battery compartment. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of an intermittent power issue was duplicated during investigation and found to be caused by battery compartment damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.